Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker, right ventricular (rv) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. After the lss occurred, the rv lead impedance measurements in unipolar mode were greater than 2,000 ohms, and the ra lead in unipolar mode was 1,240 ohms. An invasive procedure was performed. The ra and rv leads were explanted and replaced and the pacemaker remained implanted and in service for eight more years and was then explanted and replaced for reported normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial investigation noted that the device displayed memory corruption and had no telemetry or pacing output. A visual inspection of the device header and case noted no anomalies. The device case was removed and an external power supply was placed and known good software was uploaded to the device and the device was programmed to ddd nominal. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported observations.